Event description:
Complainant alleged that while treating a pt (age & gender unk) the usere experienced difficulty providing defibrillation therapy to the pt with this device. After several moments the user was able to deliver one discharge of energy to the pt successfully. However, the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.